Manufacturer narrative:
Information references the main component of the system and other applicable components are: none.

Event description:
The consumer reported a loss of weight and was having trouble recharging the implantable neurostimulator (ins) as the ins battery moved around in the skin, indicating that the ins pocket was loose. Poor coupling with recharging was also reported; the patient's healthcare provider considered the cause of the poor coupling was the loose ins pocket. In contradiction, recharging stats showed that the patient was getting good coupling and charging near 100%. The patient planned to have a pocket revision, but no date was scheduled. On (B)(6) 2016, a manufacturing representative (rep) reported that the patient was having difficulty getting connected during recharging sessions. From recharging stats, it showed that the patient was getting good coupling and charging near 100%. The rep also reported that the patient recharged their ins too often two weeks post implant; from recharging 30 minutes every two weeks to two hours every other day. No patient symptoms were reported and the patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.